Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection via multiple daily injections (mdi) to address the high blood glucose level. Reportedly, customer contacted primary care provider for an alternate form of insulin therapy.